Event description:
A cgm error was reported by the caller, specifically error code 42. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support, who provided guidance on completing a pump reset. After the reset, the error did not reappear, and the caller successfully started the sensor session.